Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed as r-wave oversensing. Sensitivity was increased and t-waves began to be sensed in real-time. It was elected to continue to monitor the lead and the patient was in stable condition.